Manufacturer narrative:
(B)(4) - the liberty cycler set was not returned for investigation. Therefore a search was performed of the lots delivered to the patient, with a time frame of three months before of the event date. No product is available. All lots sold or distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported fluid being observed under the liberty cycler after completing treatment. It is unknown if the liberty cycler alarmed during the treatment. Follow up with the peritoneal dialysis nurse indicates that the patient discarded the cycler set. The patient did not experience any complications as a result of the alleged leak and the patient has not missed any treatments. The patient was not prescribed prophylactic antibiotics.